Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's tube extension was broken and missing a .152 x .263 piece at the prox clevis interface. The broken piece was not returned, but it would be contained in the tip cover. The clevis was dislodged from tube extension. Failure analysis concluded the tube extension likely broke due to excessive side loading or other mishandling/misuse. Failure analysis investigation also found the instrument's main tube had deep scratch marks and abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were .018 - .175 in length and not aligned with the tube axis. Failure analysis concluded that the scratch damage may have been caused by mishandling/misuse. The instrument passed electrical continuity testing. The flush tube was not kinked. No other damage was found.

Event description:
It was reported that after a da vinci benign hysterectomy surgical procedure, it was noted that the monopolar curved scissors were broken at the end and would not come out of the trocar cannula. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.